Event description:
It was reported that unspecified wearable issue occurred for the g7 wearable. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2023. However, data for the g6 ios application was provided for evaluation. The allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of an unspecified wearable issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.